Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5102402) reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused a patient death. Corrected information : the patient had breathing issue, rash on the body, respiratory infections, cough, chest infection. Secton h6 has been updated. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.